Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: method for use: do not inflate the balloon in the urethra (the urethra may be injured). Do not pull the catheter hard (the bladder/urethra maybe injured). Applicable patients: patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments [catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon]. Do not use on patients who are or have been allergic to natural rubber latex.

Event description:
It was reported that it was difficult to deflate the catheter.